Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The implant is not working under specification. Only three electrodes are available. According to the information given by the surgeon, some electrodes are outside of the cochlea. Re-implantation was suggested.

Manufacturer narrative:
According to the patient report the device was explanted due to the active electrode array migrated partially out of cochlea. A full insertion was achieved an initial implantation. During device investigation also a damage to the active electrode likely caused by minute device mobility was determined, which was most likely a consequence of the reported electrode migration. The patient has been reimplanted with a different electrode type and also a full insertion was achieved. This is a final report.

Event description:
The implant is not working within specification. Only three electrodes are available. According to the information given by the surgeon, some electrodes are outside of the cochlea. According to the irc a full insertion was achieved at the surgery. The patient has been re-implanted on (B)(6), 2017.